Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified fold creases, red particles material was found on the shell/gel and the device had a broken shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: broken striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported unknown side "implant burst while placing into operative site. Sending back to manufacturer." Device was not implanted.